Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power. The customer¿s blood glucose level was 195 mg/dl at the time of the incident. The customer reported that she had called earlier because the pump wouldn't allow her to rewind but was unable to complete the troubleshooting because she is blind and there wasn't anyone around to help her. Currently her mom is there with her and she is calling to complete troubleshooting. The customer said she couldn't rewind her pump and someone did try to help her as well but was also unable to troubleshooting. She confirmed there was a circle on the screen. Customer states they did not receive a low battery alert prior to the off no power alert. The insulin pump was returned for analysis.